Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the piston on the insulin pump continues to move forward after reservoir contact and insulin squirts out of the tubing. No numbers appeared on screen and no beeps heard. Customer tried with a different infusion set but is unable to prime. Customer was disconnected during prime. The insulin pump was not bumped, dropped or exposed to moisture. The drive support cap is protruded. Nothing further reported.